Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031679, juggerstitch suture cutter; lot#: 339440. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial surgery approximately three (3) years and four (4) months ago. Subsequently, the patient developed inflammation, discomfort, pain, crepitus, and swelling. The patient was treated with injection and is no longer experiencing discomfort with the tibial tunnel screw but is still experiencing swelling and crepitus in the knee due to the implant. The patient, however, does not wish to undergo a revision surgery at this time.